Event description:
It was reported that the patient presented for inappropriate anti-tachycardia pacing delivered during a post-sensed t-wave oversensing event. Programming changes were discussed but not made. The patient was asymptomatic and will be followed normally.